Event description:
It was reported that the unit was cracked and also leaking. Patient involvement unknown.

Manufacturer narrative:
B3: date of event and d4: UDI number is unknown, no information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Manufacturer narrative:
One device was returned for investigation with a cracked and leaking enclosure. The device tank was filled with water, attempted temp check, plugged in line cord and turned on the power switch. The complaint is confirmed as the device is leaking from a crack neat the drain fitting. Wear and tear damage from the use of the drain tube is what cause the reported issue. A manufacturing DHR review was not performed because the device is beyond a year from its manufacture date and there was no indication of a manufacturing defect during the investigation. No action taken due to the age and condition of the device.